Event description:
The customer reported the tube did not clot properly. The customer advised the tube appeared to have fully clotted after sitting for 45 minutes, separation occurred, and the tube was centrifuged for 15 min. The customer advised their observation of the gel barrier after centrifugation showed incomplete separation. The customer advised the tube was then recentrifuged for 15 minutes with no changes. The customer reported instead of leaving the serum on cells with improper gel separation, they poured off the serum and sent it as an exception [secondary] sample. The customer reported a redraw was not needed and the sample was not compromised by pouring the tube off. The customer advised the tube was discarded in biohazard on the date of occurrence and is no longer available. The customer reported they do not have photographs to provide.

Manufacturer narrative:
Complaint (B)(4): received 1pc 1pc 455071p/b23103fu for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The returned sample was tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. The tube was verified to be correctly assembled, and no deviations were noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. The tube filled within the +/-10% tolerance range. Additive content was found to be within specification. The sample was then filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction is not confirmed.